Manufacturer narrative:
(B)(6). All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that the rod deviated off course and ruptured the cartridge tip. No patient involvement/user injury was reported. Another lens was implanted successfully. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.